Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). An actual sample was received for evaluation. The sample was submitted for backflow testing and backflow was observed. A visual inspection during a check valve autopsy revealed white particulate matter was present on the edges of the valve membrane. The reported condition was confirmed, and the root cause of this condition was attributed to the particulate matter present on the valve membrane. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter (B)(4) an interlink system continu-flo solution set in which a backflow occurred. According to the report, the set was attached to a minibag via the top port for an infusion of medication. Bubbles began to appear in the main IV bag and the fluid chamber began to fill. The one-way check valve between the top port and the IV solution was not functional. The condition occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.